Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the therapy port protector was damaged due to a device fall and the device does not turn on. There was reportedly no patient involvement. Biomed evaluated the device onsite and it was confirmed that the therapy port protector was damaged. A replacement therapy port was sent to the customer for their installation. The customer / biomed to replace the therapy port protector to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.